Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly sticking when pressed. The pt claimed the buttons are not springing back and/or clicking as usual. Keypad is still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up keypad button intermittently responded to user input during testing, the down/ok/contrast keypad buttons did respond to user input, all buttons spring back normally when pressed, and there was evidence of adhesive/contamination found under the up and contrast key contacts.